Manufacturer narrative:
The equipment was ordered from rhenus warehouse on dec 5. They were notified via email from warehouse (rhenus warehouse, switzerland), that equipment is ready - which was on the 11th dec 2023. On the same day they informed logistic partner that the equipment is ready for shipment. The dangerous nature of the goods and flight availability has caused the delay in shipping, and first available flight was on 21st dec with the final date of delivery 23rd of december. The flight was then again delayed with proposed date of delivery 27 dec 2023.

Event description:
Aria server and backup tape drive suffered water damage and are defective. It was seen condensation inside the small lcd screen of the server's front panel, server was disconnected. It was noticed, that in cd drive, ssds and tape backups was water inside as well. From the physical inspection of the server, it was concluded that it had short circuited due to moisture from the faulty ac unit and is unrecoverable, and the site would therefore need a new replacement server. System went down on 4th dec 2023 due to water on the server, this caused treatment delay for at least 2 weeks. The customer refused to give us any patient data.